Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with dizziness. Interrogation revealed oversensing and elevated capture threshold on the right ventricular lead, leading to intermittent loss of capture. Low, out of range lead impedance was also discovered. The lead was capped and replaced. The patient was stable.